Event description:
Customer reported that a pt was returned to surgery six months following device implant. The surgeon noted that the device was fully reperitonealized yet torn down the middle. A flat mesh was placed over the existing mesh for added support.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.